Manufacturer narrative:
A review of the provided images stated: a 30mm gore® cardioform septal occluder was implanted on (B)(6) 2024 to close a patent foramen ovale. Follow up on (B)(6) 2024, revealed the right atrial disc has slipped off of the anterior and superior rim of the patent foramen ovale and shifted to the left side of the atrial septum. The device remained stable with a trivial shunt. A4: no patient weight available. The gore® cardioform septal occluder instructions for use states: potential clinical and device adverse events associated with the use of the occluder may include, but are not limited to: device failure or ineffectiveness requiring repeat atrial septal defect interventions or procedures w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported the physician implanted a 30mm gore® cardioform septal occluder on (B)(6) 2024. At a follow-up visit on (B)(6) 2024, the patient had a trival shunt and the right disc had partially prolapsed into the left atrium. The device is stable, and no intervention is planned at this point. The following update was received: on (B)(6) 2024 a reintervention took place. The defect was crossed with a wire, at which time the shunt increased to 7mm. The physician attempted to place a 25mm gore® cardioform septal occluder; however, the device did not sit properly and was removed. The physician then went trans-septal thru the current device with a 25mm abbott talisman device. A trivial shunt remained with + bubble study. The device remains implanted.